Event description:
Rptr complains of moles, skin cancer, burning pain in chest, dry eyes, joint tenderness, muscles aches and pains, loss of memory and balance, sleep disturbance, easy bruising, colon problems, chronic fatigue, night sweats, nose and mouth problems, and tingling in legs.